Manufacturer narrative:
The difficulty noted removing the device was in relation to removing the nc euphora balloon from over the wire, and not removing the device from the patient. Product analysis: the device was returned with the guidewire in inner lumen. The distal tip was flared. Resistance was noted when removing the 0.014 inch guidewire. Two slight kinks were noted on the guidewire, 10cm and 65cm distal to the proximal end of the guidewire. The 0.015 inch patency mandrel was loaded via the guidewire entry port and advanced distally in the inner lumen. Resistance was noted 12.6cm distal to the guidewire entry port . (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an nc euphora balloon. No unusual resistance was noted when the protective sheath was removed. There were no difficulties or abnormalities noted during prep (including negative pressure application) and the device inspection. The target lesion in the lad # 6 and # 7 exhibited 90% stenosis, moderate tortuosity and moderate calcification. Lesion pre-dilation was performed. 50% stenosis remained. A resolute integrity stent was implanted at lad#6 and #7. Post-dilation was then performed. The nc euphora balloon was then used to dilate the lesion 3 times at 20atm, once at 24atm, and once at 26atm. No resistance with the associated devices was noted during delivery of the relevant device and no resistance was noted when the relevant device was crossing the lesion. It was reported that at this point the non-medtronic guidewire got stuck. The nc euphora balloon was removed together with the guide wire. Difficulty was noted removing the device and a strong force was required. No patient injury reported. (B)(4)